Event description:
It was reported that a vns patient¿s lead was removed due to infection at the superficial tissues of the neck. The generator was not removed. A review of the DHR for the lead and generator confirmed the devices were sterilized prior to release. Additional relevant information has not been received to-date.

Event description:
Follow-up from the company representative provided that the generator and a part of the lead were also removed on (B)(6) 2017.